Event description:
The customer reported having an urgent care visit due to high blood glucose. The customer experienced excessive thirst. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Assisted the customer with performing the high pressure test and the test failed twice. Instructed the caller to remove the cannula and it was not bent or occluded. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.